Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history report was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information: d9 - device available for eval.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked an unspecified anthracycline during priming. It was reported that 5 syringes containing anthracycline that were attached to a spinning spiros through an IV bolus. On the 5th syringe, the chemotherapy leaked from the connection area (syringe luer thread to spinning spiros luer thread). There were no leaks observed on the first 4 syringes of chemotherapy. The device was not replaced. It was reported that the spinning spiros from this same lot has since been used to administer a bolus of chemotherapy with no problem and although the customer stated she did not wish to surmise, the other 4 syringes of chemo drug in this incident were administered with no leakage. The customer stated she wondered if this was user error, there have been no other issues reported across the care group. There was no patient involvement and no patient harm. However, there was a minimal unprotected chemo exposure, but no adverse operator consequences, no medical/surgical intervention required, and no delay in critical therapy.